Manufacturer narrative:
Device evaluated by the facility.

Event description:
The patient was being transferred using a sit to stand transfer aid. During the transfer, the lift tipped over. The patient sustained a fracture to the left hip. The lift was inspected by the facility maintenance staff after the event. No defects were found, all controls and functions operated as intended. The lift was put back into service. Attempts made by handicare to recreate the event by shifting weight in all directions while centered on the unit were unsuccessful. Even with extreme force, the unit's castors barely left the floor then, immediately dropped back to a level position. The only way the unit could be tipped over during the simulation was to move the test subject's center of gravity far outside of the lift's base (to simulate a patient already in mid fall). The conclusion is that the patient lost his balance and fell to the side. The unit could tip over from the momentum of the fall once the patient's center of gravity is far enough outside of the lift's base.